Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 31.0 mmol/l. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed a day prior to call, and the insulin pump was functioning as designed, there was no issue with the infusion set. The insulin pump will not be returned for analysis.